Manufacturer narrative:
All available info regarding this complaint was investigated and reviewed. Electronic testing of the returned sensor (lot # s691) was performed. A simulated assay was implemented and met specification. No physical defects were observed relative to the sensor. The led display functioned appropriately with all segments visible. Sensor electronic functionality was within specification. A calibration code change could not be duplicated during the testing of the sensor. The only conclusion is that the user of the system calibrated the sensor using improper technique and/or materials. No further investigation is required.

Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. Analysis shows that this calibration code, if used to perform an assay with test strips from any lot, could result in higher than expected values. No injuries reported in the field.